Event description:
A malfunction on the pump was reported by the customer, indicated by malfunction code 12. There was no reported impact on the customer's blood glucose level, as they declined to provide this information. The customer initially was unable to reset the pump due to being on the road without a usb cable. Later, technical support successfully assisted the customer with the pump reset. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise again in the future.